Manufacturer narrative:
The device was not returned for analysis. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not use excessive force or repeatedly push the plunger assembly. It is unknown if the IFU violation contributed to the reported needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of a common femoral vein was attempted using a proglide device with a 7f sheath after an ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred because the needle plunger was pushed twice due to difficulty depressing the plunger. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.